Event description:
(B)(6) had a total right hip arthroplasty on (B)(6) 2005. She received the pinnacle sector ii acetabular cup size 52mm, permanent 36mm internal diameter metal liner, and a summit size 4 standard offset porocoat stem. Prior to surgery, (B)(6) had increasing pain and disability in the right hip due to degenerative arthritis of the right hip. On (B)(6) 2006, (B)(6) had some pain with range of motion. On (B)(6) 2009, (B)(6) reported having some clicking on the right side when walking and some pain. In (B)(6) 2011, (B)(6) was found to have elevated ion levels. As of (B)(6) 2011, levels are still elevated.